Event description:
This css console was not supporting a patient. The customer reported that during a routine console checkout, he was unable to adjust the left driver pressure on the css console's primary controller. He also reported that the drive pressure control knob could not be adjusted higher than 80 mmhg. A replacement controller was installed on the css console in the primary position, and the css console passed the console test validation protocol. This alleged failure mode poses a low risk to a patient because the issue was observed during a routine console checkout when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, primary controller.

Manufacturer narrative:
The primary controller was removed from the css console and returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.